Manufacturer narrative:
Block h6: problem code 1069 captures the reportable issue of catheter broken. Block h10: a visual examination of the returned complaint device found that the distal tip of the catheter, including the balloon was detached from the rest of the device. The detached section was not returned with the device. It was also noted that the distal end of the rx channel was torn. The catheter was noted to be kinked. Functional analysis was unable to be performed due to the condition of the device. This failure is most likely that procedural or anatomical factors encountered during the procedure, such as handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have caused the reported failure of the catheter being broken. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that the an extractor pro rx retrieval balloon was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device experienced difficulty advancing down the endoscope. It was noted that the device never left the scope. Upon removal of the device, the catheter seemed to have been cut horizontally above the radiopaque marker, and the balloon was noted to be torn. A photo sent by the customer confirmed the catheter break, as well as a kink on the catheter. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the an extractor pro rx retrieval balloon was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device experienced difficulty advancing down the endoscope. It was noted that the device never left the scope. Upon removal of the device, the catheter seemed to have been cut horizontally above the radiopaque marker, and the balloon was noted to be torn. A photo sent by the customer confirmed the catheter break, as well as a kink on the catheter. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.